Event description:
During product service by a service technician, a flogard infusion pump was found to have latch roller damaged by natural wear and tear. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection found a damaged latch roller due to natural wear and tear. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.